Event description:
It was reported that a patient was transfer from a bed to a chair with assistance of 2 caregivers. During the transfer the patient "slipped" out of the sling and fell on the floor. As a consequence of the event sustained laceration which required 7 staples.